Event description:
It was reported that after opening the sterilized package of the lag screw 90mm, the set screw was not included. The surgeon used set screw of 95mm.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Pictures from the empty package were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).